Manufacturer narrative:
The embolic material were not returned for analysis as it was consumed in the procedure. Based on the reported information, the catheter entrapment and separation could not be confirmed and the cause could not be determined. There is no evidence suggesting that the device/ product was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excessive embolic material reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Application of excessive traction to the micro catheter likely contributed to the separation issue. Per the device¿s, instructions for use (IFU): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. When using ev3 micro catheters, do not apply more than 20 cm of traction to catheter, to minimize risk of catheter separation. MDR related to this event: 2029214-2017-00374, 2029214-2017-00375, and 2029214-2017-00377. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: embolization of peripheral high-flow arteriovenous malformations with onyx. Saeed kilani m1, lepennec v2, petit p3. Diagn interv imaging. 2017 mar;98(3):217-226. Doi: 10.1016/j.diii.2016.06.017. Epub 2016 aug 12. Patient # 14 was reported to have retained microcatheter in the onyx cast after embolization of a uterine avm. Excessive traction on the microcatheter resulted in its fracture. We pushed the retained microcatheter distal tip in the branches of the left internal iliac artery and the patient did not develop any ischemic symptoms. This patient was reported to have been previously treated with 1 gelfoam. Linked events: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.